Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm along with the right internal iliac artery dissection using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® endoprosthesis. An iliac branch component was implanted in the right side and two internal iliac components and the gore® viabahn® endoprosthesis were implanted in the right internal iliac artery to the right superior gluteal artery. The right inferior gluteal artery was embolized as planned. The patient tolerated the procedure. Five days later, after initial procedure it was observed that the right internal iliac artery and the right superior gluteal artery were occluded. Reportedly, it might have been occluded from the gate of the iliac branch component to the gore® viabahn® endoprosthesis including two internal iliac components. The patient was asymptomatic, so no treatment was performed to this occlusion and the patient was discharged from the hospital. The physician stated that there was no issue just after the initial procedure, but a run-off was not well, so the occlusion occurred. And this patient didn¿t take an antiplatelet medicine.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).